Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va28b2t implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they've contacted the doctor that manages their device and had an appointment in (B)(6). They clarified by device not working they were referring to "the device wouldn't stay at the level of stim the doctor set it at." The issue was not caused by normal battery depletion. The patient noted the cause was not determined but the likely cause was "I had one wire broken, but it wasn't an issue. It worked well until it starting self changing of the settings." The steps taken to resolve the issue were noted as "I will see doctor in (B)(6) to possibly remove this unit and go back to a unit that doesn't need every day monitoring." The issue has not yet been resolved. The patient also noted the cause of the max settings reached message was unknown. The likely cause was listed as being "a flaw in the unit (phone part) all I correct get it rep to was .6 it was set at 1.6" the steps taken were noted as being "we'll know in november when I meet with the team." The issue has not yet been resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that for the past 2-3 months the patient has been seeing a message on their handset that says that they have reached their limit and they can't increase their stimulation. The patient said that their stimulation is at 0.5ma now and it doesn't do anything for them (in terms of therapy). Patient said the ins was working but for the last 2 weeks, the ins doesn't work at all and they haven't been able to increase stimulation on any of the programs due to this message to help with therapy. Patient said they are currently taking oxybutynin to get them through until they can address the max settings message. Reviewed the meaning of the message and redirected the patient to their healthcare provider to further address the issue. The manufacturing representative was also contacted about the issue. The rep reached out to the hcp and had no further information regarding the cause of the issues. Additional information was received from the patient. They reported that they've contacted their doctor about the issue. Patient also clarified the statement "device was not working" as "device malfunction." The issue was not caused by normal battery depletion but the patient noted the cause was determined to be "wouldn't keep the impulse that was applied." The steps taken were noted to be "seeing [doctor] in november to change meters possible." The issue was reported as not yet being resolved. The cause of the max settings message was determined but no likely cause was given. Patient noted the issue has not yet been resolved but that they are seeing their doctor in november.